Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle was engaged to the handle upon receiving. The sealant and the advancer tube remained in their manufacturing position. There was no evidence of blood on the sealant. Shuttle down procedure was simulated and the advancer tube was able to properly engage the tamp locks. No resistance was felt during the procedure. The catheter, shuttle cartridge and advancer tube were inspected for anomalies that may have obstructed the device path during the deployment. No anomalies were observed. The procedural sheath was not returned; therefore, a physical evaluation to determine whether there was damage to the procedural sheath that might have obstructed the device path during the procedure could not be made. Based on the information provided and the investigation performed, the reported event could not be confirmed, and the root cause could not be conclusively determined. The review of the lhr (f1506204) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).

Event description:
The following information was reported: when the deployer was trying to shuttle down it stopped about half way, manual pressure was applied for 20-30 minutes. No further information is available at this time. Procedure date: the event took place approximately 3 weeks prior to (B)(6) 2015.